Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231405433); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured flow diversion therapy aneurysm with a max diameter of 4.1mm and a 3mm neck diameter. Landing zone was 8mm distally and 11mm proximally. The access vessel was the femoral artery measuring at 8mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, and pru level was normal. It was reported that the patient had an ophthalmic segment aneurysm and was treated with a dense-mesh stent. A phenom 27 microcatheter was used, with a navien intermediate catheter. The patient¿s vasculature was extremely tortuous. During deployment of the dense-mesh stent, the distal tip end failed to open. Multiple attempts were made, but the stent could not be opened. After withdrawal, damage to the distal tip end of the dense-mesh stent was observed. Considering stent deployability and patient safety, the microcatheter and the dense-mesh stent were replaced, and the procedure was completed successfully. The catheter was flushed and all devices were prepared as indicated in the IFU. The pipeline was not used for an indication that is not approved (off-label).